Event description:
It was reported to boston scientific that during the bronchoscopy when they advanced the excelon transbronchial aspiration needle through the bronchoscope and arrived at the site (left upper lobe), the needle would not aspirate. The physician removed the device and tried again; it still would not aspirate. A second of the same device was tried and the needle on this device also did not aspirate. The physician removed this device and tried again unsuccessfully. A third of the same device was tried and the needle on this device also did not aspirate. Once again the physician removed the device and tried again unsuccessfully. A different device was used to complete the case. Pt is "fine". Note: this report is for one of the 3 devices, please refer to MFR #s 3005099803-2008-04904 and 3005099803-2008-04905 for the other two reports.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.